Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) required maintenance consideration. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse checked error log (#79, 80, 78). After detecting an internal communication error, reset the display, and ran for more than three days without any abnormality. The above inspection was performed, and the equipment is in good condition.

Event description:
N/a